Event description:
Caller reported that a pump malfunction occurred after it was dropped. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who will use multiple daily injections as backup therapy.